Event description:
It was reported, that the pump is alarming upstream occlusion". Instructed patient to ensure all clamps are open, and tubing is not kinked between the medication reservoir and pump. Patient states, there are no kinks in tubing between pump and medication bag and all clamps are open. Instructed patient to ensure tubing spike is fully inserted into medication reservoir. Patient states, it is fully inserted. Instructed patient to remove batteries. Batteries placed back in pump, and pump powered back on with return of alarm. Unable to review pump settings. No patient injury. No additional information available.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56, when additional reportable information becomes available.

Manufacturer narrative:
Evaluation codes: updated device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.